Event description:
When the staff opened up the double basin that was inside of the owens and minor custom laparoscopic pack the wrapper inside of the pack had 2 holes. This meant that the double basin could not be used as it was not sterile.